Event description:
It was reported that "during ablation procedure, a convoy wire had just been advanced into the pt's groin. Convoy wire core had become disconnected from coil of the wire. Cardiologist found core of the wire and used hemostat to secure it in place as he removed the wire from the pt's groin. The wire was removed intact no harm to pt."

Manufacturer narrative:
The uf report number was not available on the copy of the medwatch report received. The lot number is unk, packaging was discarded by the hospital. Three most recent batch numbers of convoy sheath kits (the guidewire is a part of this kit) shipped to this uf prior to the event were identified through shipping records and DHR review were performed on all three. Review of the dhrs for all three suspect lots of convoy sheath kits identified found no issue. This complaint has been forwarded to the contract manufacture of the guidewire for further investigation. The device involved in this event is being retained by the uf's risk management department. Request was made to uf for photographs to be taken; investigation is pending response from uf's risk management department.